Event description:
Surgeon reported via stryker distributor in (B)(4) that device is broken after 8 months since the surgery has been performed. As per the surgeon's opinion, the nail broke due to that fact that consolidation was insufficient. Pt will go for a new surgery and broken nail will be removed.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.